Event description:
A patient's pump was implanted "1 or 2 years ago". Programmed bolus injections were performed; however it had no effect on the spastic patient. A physician tried to inject a radio-opaque solution through the catheter access port of the pump, but could not because of an "important resistance". A catheter issue was not suspected as they had changed the catheter with new the day before. It was further noted that they still noticed liquid under the pump when they changed the catheter. Analysis of the liquid revealed cerebrospinal fluid (csf) and was not infectious; however they couldn't tell if there was any presence of the infused drug because they didn't ask for a pharmacological drug analysis. Interrogation of the pump did not reveal any issue. Nevertheless, the physician considered the pump to be defective and replaced it. The patient was noted to be without harm/injury, and their outcome was indicated as being "ok". Drug delivered via the device was lioresal 2000mcg/ml.

Manufacturer narrative:
Catheter model#/serial#: unk, implanted/ explanted: unk; catheter model: 8731sc, serial#: unk, implanted: 2012 (B)(6), explanted: unk, (B)(4). Analysis of the pump revealed no anomaly, normal device function.

Manufacturer narrative:
Catheter was reported in error. Catheter model # 8731sc, serial # unknown, implanted date should be unknown and the explant date should be (B)(6) 2012.

Manufacturer narrative:
(B)(4).